Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead and right atrial (ra) lead were dislodged back into the superior vena cava (svc) after patient did heavy lifting post implant. Both the rv and ra leads were repositioned. The leads retested well, were reconnected to the generator, and remain in use. No patient complications have been reported as a result of this event.